Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation an the evaluation has been completed. Bwi conducted a visual inspection and electrical evaluation of the returned device. Visual analysis of the returned catheter revealed a reddish material inside and a cut in the pebax.area of the thermocool® smart touch® sf bi-directional navigation catheter. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. The event described could not be confirmed as the as the device performed without any electrical issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Note: the electrical test was performed, and no errors were observed. The evaluation determined that the cause of pebax damage cannot be established. The reported customer complaint was unable to be duplicated during the product investigation. However, the blood found inside the pebax area may contributed to the noise reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a ¿cut¿ in the pebax. It was initially reported by the customer that there was noise displayed on the ablation distal signals on the carto 3 and recording system whenever coming on ablation. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. There was no patient consequence. The customer¿s reported ¿noise¿ issue is not MDR reportable since the risk to the patient is low. On 30-jul-2021, the bwi product analysis lab received the complaint device for evaluation. On 3-sep-2021 the catheter was inspected, and it was found with a reddish material and a cut on the surface of pebax sleeve & internal parts exposed. These findings were reviewed and determined the issue of external damage on the pebax is an MDR reportable malfunction since the integrity of the device was not maintained. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 3-sep-2021 and reassessed it as MDR reportable.